Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-17530. Related manufacturer reference number: 1627487-2021-17532. Related manufacturer reference number: 1627487-2021-17533. It was reported that following significant weight loss, the patient's leads became more superficial causing some pain and discomfort. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the leads were explanted and 2 quattrode leads implanted to address the issue.